Event description:
Reporter stated the infusion device shut-down without providing an error message on 3 separate occasions. The infusion device restarted by itself and then provided an e8 power interrupt error. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).